Event description:
Ventilator became inoperative while in patient use. As per customer no patient harm. The nellcor putitan bennett customer support engineer (cse) inspected the device and replaced the appropriate parts. The unit passed extended self testing.